Manufacturer narrative:
Technician found that all 4 brake casters would swivel when pushed in brake mode. Replaced all casters to resolve this issue. Bed located in ed.

Event description:
Information provided alleged that all 4 brake casters swivel when pushed in brake. No injury reported.